Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: gray seal came off. Fallen piece was retrieved. Used other device. No bleeding. No tissue damaged. Not extended more than 30 minutes. Pt has cancer. No pt injury was reported.

Manufacturer narrative:
(B)(4).